Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt reported that he has experienced elevated blood glucose since starting a new type of infusion set. There were no changes to his lifestyle or diet. Blood glucose has elevated to 220-230 mg/dl, and his normal blood glucose is 90-130 mg/dl. When blood glucose was elevated, pt would remove the headset and notice the infusion cannula was bent. Pt also reported the infusion set adhesive was detached on 2 separate occasions. Pt did not see any insulin leak from the infusion cannula. Infusion set insertion device is used to insert the headset, and the problem occurred after 1 day of use. The pt had an appointment scheduled with his physician. The pt did not require treatment from a health care professional or second party to address the issue. No additional details were provided. Infusion set was requested for evaluation.